Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, proximal left anterior descending (lad) artery using optical computed tomography (oct), the 3.0 x 15 mm trek balloon dilatation catheter (bdc) was used for pre-dilatation of the lesion. Notably, the bdc was slow to inflate compared to normal; the deflation time was longer as well. After the second attempt to inflate the balloon up to 12 atmosphere (atm), only partial inflation was noted. The bdc was removed and different non-abbott devices were used in the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported inflation and deflation issues were not confirmed. The device inflated and deflated per specification. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The trek rx coronary dilatation catheter (cdc) instruction for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Additionally, the IFU specifies that the contrast is 60% contrast medium diluted with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. The investigation determined the reported inflations and deflation issues appear to be related to user error and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report it was reported that the contrast used in the procedure was pure and not diluted. Additionally, it was reported that the device was de-aired in the anatomy. There was no additional information provided.